Manufacturer narrative:
Conclusion: hemorrhages at the site are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device implanted in patient.

Event description:
Patient had right anterior communicating artery aneurysm measuring 5.5 mm x 4.0 mm x 3.7 mm. Penumbra pxslim45 catheter was advanced through penumbra neuron 070 and over guide wire without incident. Penumbra pc400 coil was then advanced through pxslim45 catheter. First four coils were introduced into aneurysm without incident. When placing the fifth coil in the aneurysm, the coil tore a hole in the back of the aneurysm when the coil as about 25% in the aneurysm. This resulted in a major subarachnoid hemorrhage in the patient. The operating physician attempted to get the coil to take on a complex shape at the site of the tear in the aneurysm, but this did not succeed. Physician then decided to detach the coil and remove the pxslim45 catheter in order to get a smaller microcatheter into the aneurysm to deploy smaller coils and control the sah. Two codman orbit coils were used to gain control of the bleeding. Neurosurgery team then performed additional procedures in the angio suite to place an intracranial drain. The pc400 coil was left in the patient, extending from acomm distally to the cavernous section of the ica. Physician attributed the situation to his lack of experience with the pc400 coils and how they feel in his hands; this was his first solo case with the the coils. The physician did comment that once he had ruptured the aneurysm "the pc400 coils felt very stiff for being such a soft coil." He also commented that the pxslim45 was stable when it was inside the aneurysm. The patient underwent a stenting procedure on (B)(6) 2013 to secure the pc400 coil that was left behind.